Manufacturer narrative:
The unit was received with blank display due to a moisture-damaged electronic assembly. The unit also had a moisture-damaged motor and vibrator motor during visual inspection. The device was unable to perform the operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to the blank display. The insulin pump was received with moisture damage on the motor, vibrator, keypad and battery tube assemblies. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that her son's insulin pump was exposed to moisture; the customer went into the pool while wearing his insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.